Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that there are scratches on the insulin pump's screen which is starting to impair readability. Customer reported that the insulin pump must be angled in order to read the display clearly. It was also reported that insulin pump has received three motor error alarms in the past two months. Nothing further reported.